Event description:
It was reported that when placing this catheter in this patient from the left basilic vein on (B)(6) 2021, the operator found that the catheter was pierced at the 2cm scale in the proximal end by the guide wire. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr groshong nxt clearvue catheter with a stiffening stylet inserted and one 4 fr two-piece groshong nxt connector were returned for evaluation. An initial visual observation showed some use residue on the returned samples. A split was observed in the catheter approximately 2.3 cm proximal to its distal tip. A microscopic observation revealed the split was ¿c¿-shaped and was located where the distal tip of the stylet was positioned within the catheter. The fracture surfaces of the split were observed to be mostly smooth and granular in texture. The location, shape, and texture of the damage observed in the returned sample suggest the catheter was punctured by the stylet tip; this can occur due to excessive manipulation of the stiffening stylet within the catheter and/or advancement of the stylet and catheter against resistance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1463 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rees1463) have been reported from the same facility.

Event description:
It was reported that when placing this catheter in this patient from the left basilic vein on (B)(6) 2021, the operator found that the catheter was pierced at the 2cm scale in the proximal end by the guide wire. No other information provided.